Manufacturer narrative:
Investigation summary: given that neither the programmer files nor other relevant information (such as x-rays or printouts) was provided, and that the two impacted leads are still implanted in the patient's body and are not available for investigation, no conclusive statement regarding the root cause can be drawn. Based on the information provided, for both leads it can be suspected that the external insulation of the lead was damaged, and potentially combined to intermittent contact of the atrial lead wires. Based on the information provided, it can be suspected that the external insulation of both leads was damaged, in addition to a potential contact between the electrical wires of the atrial lead. This case will be retained and utilized for trending purposes.

Event description:
On (B)(6) 2017: both leads screwvine 52 and 58 were implanted. On (B)(6) 2024, during the reintervention, noise on the ventricular screwvine 58 lead was noted and since there is nothing abnormal with the ventricular threshold, the ventricular lead was continued to be used. On (B)(6) 2024: a ventricular pause (about 7 seconds) occurred leading to patient hospitalization and oversensing was suspected and ventricular impedance was normal. On (B)(6) 2024: another reintervention occurred to cap and abandon the ventricular screwvine 58 lead.